Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that fluid was found when removing the cassette after treatment was canceled. The patient said there were problems trying to get the machine to advance past drain 1. When patient canceled and was removing the cassette fluid was discovered in the pump module area and also on the external part of the cassette. Patient was advised to try the cycler for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out overnight and has been using it since with no further problems.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that fluid was found when removing the cassette after treatment was canceled. The patient said there were problems trying to get the machine to advance past drain 1. When patient canceled and was removing the cassette fluid was discovered in the pump module area and also on the external part of the cassette. Patient was advised to try the cycler for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out overnight and has been using it since with no further problems.